Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received excessive no delivery alarms. Her most recent blood glucose level was over 200 mg/dl. Her doctor told her that the insulin pump was not functioning as designed. She changed the insertion site twice and stopped using the insulin pump. This caused her high blood glucose level of over 400 mg/dl. Her diabetes nurse prescribed her long acting insulin and a lantus pen. While troubleshooting her infusion set was found to be occluded. The product was returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window.